Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 12:55:50. During night drain cycle one, the patient's ultrafiltration reading was 1882ml, indicating the patient drained 1882ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect during the initial drain. The initial drain alarm volume was met. Should additional relevant information become available, a follow-up medwatch will be submitted.